Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 (mg/dl). Reportedly, customer administered a meal bolus; however, they were interrupted while consuming their meal. Customer addressed low bg by finishing their meal. The customer's bg level was back to target range at the time the event was reported.